Manufacturer narrative:
Concomitant medical products: (2)20129e; mz9283; 10011865; mz5307; (2)8110, 8015,10ml &3 ml bd syringes; therapy date (B)(6) 2018. The customer¿s report that the tubing leaked was confirmed. Functional testing was performed. The leak was observed on the bonded maxzero valve on the quadfuse set with a mating component attached to the top of the valve. Further inspection of the valve top observed a microchannel/scratch within the interior diameter. The root cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel/scratch was a manufacturing issue.

Event description:
The customer reported that the tubing which was infusing pn/il while connected to a patient was noted to be leaking from a loose connection. The tubing was tightened and dried however 4.5 hours later the aqua guard was noted to be wet with lipids. The bifuse tubing was replaced. Later that shift the morphine/precedex bifuse tubing was also noted to be leaking. Pumps, tubing and syringe were changed. There was no report of patient harm.